Manufacturer narrative:
Additional contact details: phone number: (B)(6). Department: clinical engineering. Occupation: equipment specialist. It was reported that the cardiosave intra-aortic balloon pump (iabp) helium leak while unit is not being used. Getinge field service engineer (fse) customer reports leak in helium system causing bottle. Multiple leaks within system found. After multiple tries sme gilbert smith came in to check all connections in unit. All connections were tightened and checked to bring the leak test down to 6-8. Multiple parts replaced as to troubleshoot the leak issue. Customer reports no leaks have been detected completed repair with all functional and safety tests per manufacturer specifications. Po provided by michael tilley clinical engineering dept.- (B)(6). No patient involvement.

Event description:
It was reported that when not in use, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium, helium bottle is losing helium. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.